Event description:
The user facility reported that during a procedure, the destination wire lost its shape. Follow up communication with the user facility reported: a cross over access with a destination was being preformed; the hydrophilic coated part of the wire lost its shape; and the wire was no longer straight, it had a wave shape.

Manufacturer narrative:
(B)(4). The actual sample has been returned to the manufacturing facility for evaluation. Visual inspection upon receipt found that the urethane coat had been peeled and rolled back over the wire in the distal direction approx. 200 mm in length. Closer inspection obtained the below findings: the proximal end of the urethane coat had been shifted from its original position to the distal extremity of the device; a bulge was noted at approx. 143 mm from the distal end of the device; the starting point of the roll-back of the urethane coat was located at approx. 200 mm from the distal end of the device; the evidence of the urethane coat having been fixed on the shaft was found on the shaft at approx. 392 mm from the distal end of the device; and the trace of the edge processing was found at the proximal end of the urethane coat, confirming that there is no remaining of the separated urethane piece in the patient's body. In an attempt to get the rolled portion back to the original position, it was found that the portion rolled back over the wire was adhering to the urethane coat under the rolled portion so tight that it was very difficult to get it back to the original position. The urethane coat on the undamaged segment was removed intentionally to check the level of the adhesion of urethane coat to the core wire, no anomalies were noted. Reproductive tests we have conducted. A curvature was given to a factory-retained destination, in which the guide wire was inserted. Subsequently, the guide wire was let to come in close contact with the distal edge of the catheter and in this state; the guide wire was withdrawn from the catheter. The urethane coat did not get peeled off. The guide wire was inserted into the factory-retained destination and then an abrasion was given to the proximal end of the urethane coat on the guide wire. Subsequently the guide wire was let to come in close contact with the distal edge of the catheter and in this state; the guide wire was withdrawn from the catheter. The urethane coat got damaged in the manner similar to the actual sample with peel-off of the urethane coat. A review of the device history and shipping inspection records confirmed that there were no production related problems for this lot number. A review of the complaint files confirmed that this lot number has not been reported previously. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause cannot be determined based on the available information, the appearance of the involved sample is most consistent with the proximal end of the urethane coat of the actual sample having been damaged by exposure to some abrading force and deteriorated in the adhesive strength of the urethane coat to the core wire. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4).